Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse found the markings missing on the barrel of a bd posiflush¿ pre-filled saline syringe when the unit package was opened. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: six samples were received in the columbus plant for evaluation. They came in a pir product collector. Five samples are in the sealed packaging flow wrap and one doesn't have it. All six have the plunger rod-stopper, tip cap and saline solution. All six have the barrel label missing therefore failure mode is verified. Root cause is undetermined. There was no documentation of issues for the complaint of batch 7184883 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint.